Event description:
It was reported that the patient presented for an implant procedure. Post procedure, after the pocket was closed, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. The icm was explanted and replaced. The patient was in stable condition.